Event description:
Philips received a complaint on the heart start mrx defibrillator indicating that the device self-test was failed. The field service engineer (fse) evaluated the device and determined that the device required the annual co2 calibration. The fse performed the co2 calibration and functional checks. After the calibration was performed, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.